Event description:
A medtronic ent rep reported that when loading series from an illuma scanner on to the fusion system she received a non-contiguous slice error. In the xdefaults on the element there is a line forceconstantslicethickness: true. The surgeon completed the ent procedure with the use of the landmarx element. There was no impact to the pt's outcome reported.

Manufacturer narrative:
Pt demographic info not available from the site. Software has not been evaluated as of the date of this report.